Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer had increased her insulin dosage from 40-50 units a day to 60-70 units a day based on readings from the contour next link that ranged from 155-182mg/dl. After doing so, she felt dizzy and shaky, so took some glucose tablets and ate sugar, after which, she felt better. Previously, she received a blood glucose reading of 108 on the contour next link, retested on a different meter and the reading was 65mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to her.